Event description:
Lar with oophorectomy. Slc55b dlu was used to attempt to transect the proximal colon. "Firing cycle complete" message was received from pc, however, when the surgeon removed the jaws from the site, the proximal colon was left intact with no cut or staple line along the tissue. The staples remained inside the dlu. Flexshaft was replaced and attempted to fire again. Upon inspection of the staple line, the staple broke down and some of the bowel contents spilled into the abdomen. The surgeon gained control of the bowel contents from leaking then applied two reloads to complete the case successfully.